Event description:
A report was received that the patient was experiencing discomfort at the lead extension site. An x-ray was performed which confirmed the lead extension was broken. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial/lot #: (B)(4), description: linear 3-6 lead, 70cm. Model #: sc-3138-25, serial/lot #: (B)(4), description: scs phiii ext 25cm.

Manufacturer narrative:
The complaint of the damaged cables has been confirmed. Visual inspection of the lead extension found fractured cables right at the spring contacts. The breakage of the cables is consistent with cable breakage due to excessive tensile force. The root cause of the damage is unknown.

Event description:
A report was received that the patient was experiencing discomfort at the lead extension site. X-ray was taken and the bsn sales representative believed that the leads were broken but still needs confirmation from the physician. No high impedances were noted. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the lead extension site. An x-ray was performed which confirmed the lead extension was broken. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure where the lead extension was replaced. The patient was reportedly doing well after the procedure. Additional suspect medical device components involved in the event: model #: sc-3138-25, serial/lot #: (B)(4), description: scs phiii ext 25cm.